Manufacturer narrative:
The delivery device was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was improperly placed in the injector and when the lens was deployed in the patient's eye, two haptics were broken. The incision was enlarged to 3mm to remove the lens and the same model and diopter lens was implanted as a back-up.